Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 mm promus element¿ plus stent was advanced to treat a coronary artery, however, it was unable to cross the lesion. The physician removed the device and noted the stent struts were out of shape (warped). The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, stretched and lifted distally from the stent profile, exposing the balloon for approximately 3mm at the proximal end. Based on the complaint report and the analysis performed, the damage noted most likely occurred during withdrawal attempts from a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 mm promus element¿ plus stent was advanced to treat a coronary artery, however, it was unable to cross the lesion. The physician removed the device and noted the stent struts were out of shape (warped). The procedure was completed with another device. No patient complications were reported and the patient status is stable.